Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1(state: (B)(6)). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.

Event description:
N/a.